Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by software issue. A field service engineer worked with customer remotely to reset the pixie net ip address to the appropriate setting to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower went offline during the 1.8 upgrade. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.